Event description:
As reported: during splenic artery aneurysm embolization, the physician noticed considerable resistance as he advanced this coil through the microcatheter. This was not the first coil or last coil to be advanced through this system. The physician recaptured the coil to flush the system and try again. The coil was retracted into the coil sheath, after the coil was approximately halfway into the coil sheath. The coil detached from the pusher wire, leaving the coil half inside the microcatheter and halfway out of it. The coil was pulled from the catheter and discarded. Additional coils were advanced after this point with no further resistance issues. The coil must have broke some time after the proximal end was in the protective sheath because when the coil was pulled out and away from the microcatheter hub, the coil remained half inside and half outside of the microcatheter. There was approximately 10- 15 cm of coil outside of the microcatheter, allowing for the physician to grab it with his hand and remove it from the microcatheter no patient injury reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: during splenic artery aneurysm embolization, the physician noticed considerable resistance as he advanced this coil through the microcatheter. This was not the first coil or last coil to be advanced through this system. The physician recaptured the coil to flush the system and try again. The coil was retracted into the coil sheath, after the coil was approximately halfway into the coil sheath. The coil detached from the pusher wire, leaving the coil half inside the microcatheter and halfway out of it. The coil was pulled from the catheter and discarded. Additional coils were advanced after this point with no further resistance issues. The coil must have broke some time after the proximal end was in the protective sheath because when the coil was pulled out and away from the microcatheter hub, the coil remained half inside and half outside of the microcatheter. There was approximately 10- 15 cm of coil outside of the microcatheter, allowing for the physician to grab it with his hand and remove it from the microcatheter. No patient injury reported.